Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user fault mainboard blower controlling hardware lack of maintenance, lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
The log file shows that high blower temperature alarms were triggered on the device. It is visible that the component reached maximum temperature of 139.9 degrees celsius. Initial blower test was performed and results shows that the blower speed, voltage and current dropped to almost zero. After a startup test, technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky were both active). The blower was swapped and blower test results shows that the current and voltage are at .78 a & 8.64 v and the blower speed is lower. It was determined that the most likely cause of the issue is due to clogged blower filter. Investigation is ongoing. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported blower failure alarm active and main electronics failure due to clogged blower filter. Furthermore, there was no patient involvement associated with the event.